Event description:
The facility reported that after the caregiver finished the bath, she pulled the drain plug and lowered the tub, but not all the way down. The caregiver indicated that the lever sticks and thinks she may have pushed the lever beyond neutral because the tub started to rise again. The resident was being dried and the caregiver was talking to the resident and did not realize the chair side was over the edge of the tub. The lift started to tip. The seat belt was not on. The resident fell and received x-rays, which were negative for fractures. The resident sustained three lacerations, one on each side of the temple and one on the nose.

Manufacturer narrative:
The device was examined and it was found that it was showing signs of wear. Upon examination of the control lever for the up and down function, it was stated by staff that she could not recall when this lever ever returned to a neutral position when released. The plastic base cover was cracked with pieces missing. Based upon the information provided, the manufacturer has concluded the root cause of the device tipping is related to a combination of factors including lack of maintenance and user error. The bath was not maintained properly (control lever for up and down function). The resident was dried off with the lift in an elevated position. It is clearly stated in the operating and product care instructions to "always ensure that the alenti is lowered immediately after removing resident from the bath and that foot care is provided in a lowered position". It is also stated that the hoist should always be removed from the tub by at least one foot and lowered immediately. Also, no safety belt was used, as instructed in the operating and product care instructions. The manufacturer recommends repair of the device by a qualified technician prior to putting back into service. The manufacturer also recommends retraining of operators of the device to the requirements of the operating and product care instruction.